Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with air in line printed circuit board (ail pcb) on channel c out of specification. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 13, 2007. Evaluation summary: during product evaluation, air in line printed circuit board (ail pcb) on channel c out of specification was observed. The ail pcb on channel c was replaced. The pump was tested for proper operation and pump found to function properly.